Event description:
It was reported that after approximately 15 days of intra-aortic balloon (iab) therapy, an autofill failure alarm occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer had already switched out the pump at the time of the call. The getinge representative asked them to check the insertion site for any restriction that could be causing the alarm and to try to reposition the patient, especially the shoulder area. This did not resolve the alarm. They denied blood was in the tubing and confirmed the connections were tight. It was noted that the pump had already been in standby for 10 minutes at the start of the call. Due to the troubleshooting that was ineffective in getting the pump restarted, it was recommended they contact the provider as soon as possible for the removal and/or replacement of the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.